Event description:
Two pinnacle femoral impactors broke and require replacement . On the end that¿s impacted it completely cracked off after many years of use (normal wear and tear). The other had some metal deforming around the threads. Also wear and tear after years of usage.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.